Manufacturer narrative:
Drive devilbiss healthcare evaluated the device and found a high temperature alarm due to the cooling fan that was installed upside down. All other alarms and indicators operated properly. There was no internal or external plastic heat damage found. Found signs of urine and/or foreign liquid on the base, under the front cover, the valve foam and this was confirmed with a blacklight. The unit was boxed and placed in flammable storage and scrapped.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an authorized service center, who reported that the oxygen provider had stated that the unit was "overheating" and alarming. The technician at the authorized service center noted that he could not confirm that the unit was alarming, and did not see anything that would cause overheating - specifically, "nothing looks melted or charred and the fan is working." The technician did also note evidence of some "bulging" at the base of the unit, but did not specify whether the bulging appeared to result from an internal or external source. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.